Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a customer locked the safety shield of a 21 g x 1.25 in bd eclipse¿ blood collection needle with luer adapter into place and the safety mechanism failed. This happened with three separate needles. There was no report of injury or medical intervention.

Manufacturer narrative:
Results: samples were not returned for evaluation, however, the customer provided a photo for investigation. A photo inspection revealed an eclipse needle threaded into a holder with a broken safety shield rod. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6343824. Conclusion: although the customer's photo showed an eclipse needle with a broken safety shield, without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.